Event description:
The rptr states doing back to back blood glucose tests, with results of 120 and 310 mg/dl. Rptr did not have any symptoms. A control test result was in range. On followup, the rptr stated that since the initial report, rptr had done another back to back test, with results of 112 and 143 mg/dl. Rptr stated that rptr cleaned the meter properly, but did not have time to do further troubleshooting. No harm was alleged.